Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with heavy tortuosity and heavy calcification. The 2.75 x 38 mm xience prime stent delivery system (sds) was advanced, but did not cross to the lesion due to the anatomy. During removal, resistance was noted with the vessel again, and the shaft kinked. A new xience prime sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Shaft bend/kink was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.